Manufacturer narrative:
Date recd by MFR- this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo 12.1, -04.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size , higher power (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.